Event description:
The patient called lifescan in 2004 and alleged that their meter was reading inaccurately high. The patient tested their blood sugar at 4:00 p.m. And obtained a result of 15 mmol/l. The meter was set to the correct unit of measurement. They were feeling hungry at the time of testing. They took their insulin (amount and type unknown), stating that it was based on what they were going to eat, not the result. Approximately 30 minutes later, the patient fainted. They were taken to the hospital and when they were first tested by the hospital, their blood sugar was "too low" and they could not get a value. They then obtained a blood glucose result of 3.1 mmol/l. The patient was discharged from the hospital the following day. The test strips were in good condition, codes matched, and the techniques for applying the blood test strips and for cleaning the puncture site were correct. The patient performed a check strip test, which passed. They did not have control solution. The patient also reported two blood glucose results of 15 and 11 mmol/l. The test were performed within 10 minutes and fell outside of the 20% specifications. Based on the information provided, there is evidence of meter malfunction. There is also evidence of the meter contributing to the serious injury. A replacement meter and testing supplies are being sent to the patient.